Event description:
It was reported that the customer felt the insulin pump was not delivering insulin properly. The customer feels that there is something wrong with the piston. Troubleshooting was performed. The insulin pump passed the displacement and self-tests. The tubing clamp was not available for the high pressure test. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the unites states.